Event description:
This device was returned without oos documentation. Medtronic, boston scientific, st jude medical and sorin medical have no record of this patient. The following physician's office would not return phone calls. The hospital has no record of this patient. Records indicate that this patient was living in a behavior center; however, their records indicate that the patient has not been in their facility for two years. The date and reason for explant are unknown. There are no adverse events reported for this patient. There are no known complaints associated with the functionality of this device. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.